Manufacturer narrative:
(B)(4). Batch # n93f9k. Additional information received: the echelon seemed to initially fire but then stop and automatically reverse even with the trigger depressed. Nothing unusual of the tissue was found in the specimen when it was removed from the patient, or the device when inspected.¿

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the echelon was loaded with a gst60t and seamguard buttressing for the first firing on stomach; was placed on stomachs without issue, closed fine and then fired. The echelon fired to form two to three row lengths of staples and then automatically reversed back to neutral position; even with the trigger still depressed. Another two to three row lengths of staples were fired through the stomach but still in the u shape and not formed. The gun was removed, inspected and cleaned before the another gst60t without buttressing was loaded. The gun was fired again with the same result. The gun was removed and inspected where nothing unusual was found, along with the reloads. Another device and reload were opened and fired above the failed staple line with good results; five-minute delay in surgery. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # n5763c. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, frame separation was noted. This condition has been observed to contribute to the device firing partially and returning home automatically. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.